Event description:
It was reported by mother that the patient experienced high blood glucose used up two infusion sets and was treated with pump manual bolus on 07 may 2026.

Manufacturer narrative:
MDR . / initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.